Event description:
The pump was returned for investigation. Investigation revealed contamination under the down arrow and contrast key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, evidence of contamination was found under the down arrow and contrast key contacts. All keypad buttons responded appropriately during testing and no damage was noted to the keypad cover. The ok and down arrow keypad button symbols were observed to be worn which has no effect on insulin delivery function.